Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2021, the infusion set's tubing was accidentally pulled off close to the site location while she was sitting. The site location was her buttocks, and the pump was on the same location. Reportedly, there was stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.